Event description:
Per medwatch mw5106823: spontaneous. Patient reported had to use two emergency mixes over the weekend due to premixed cassette issues. They were not able to state the pump alarm but did confirm that both cassettes alarmed on both pumps and the alarm cleared when they used their emergency cassettes. They confirmed its not a pump issue but a cassette issue. Lot number not available.

Manufacturer narrative:
B5: additional information received: patient who has confirmed that the 7 defective cassettes are from several different events, not just this one. Pt reported they do not have dates for each event as they were written on the labels of the returned cassettes. Upon further research there have been 3 other reports of defective cassettes submitted by us for this pt. Customer does not have the complaint (cc) number but the dates the other defective cassette reports were submitted were: 2 reports submitted on 22 nov 2021 and 1 report submitted on 08 dec 2021. Additional information: medwatch mw5106823 was received and attached in complaint object. Additional information: investigation determined the item number for this device is 21-7302-24 which has been updated in the complaint. D4, h4: expiration date and manufacturing date could not be completed due to lot number not being provided by the customer. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in three cassette products, samples were received in used conditions, without its original packaging and decontaminated. Visual inspection results: samples received do not present any damaged, kink, cut that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed.